Manufacturer narrative:
Product event summary: the data files and the 217f3 catheter with lot number 23758 were returned and analyzed. The data files were analyzed, and the reported issue was not observed in log/data/multimedia files. The received pdf contained the procedure date and detailed cryomapping and cryoablation treatment logs. The catheter information identified a freezor¿ xtra with lot/serial numbers (B)(6), as listed in the document. The console ID was n2441a0456, and the procedure date was (B)(6) 2025. No system notifications or error messages were present in the file, and no flow-relate d warnings or underflow system notices were observed. Only treatment data and temperature trends were included, with no evidence of the reported cooling failure or low-flow condition. No anomalies were identified during external visual inspection of the ECG ring, shaft, and handle segments of the catheter. The catheter smart c hip data was reviewed. Data indicated that the catheter was used for 14 applications on the reported event date. During system performance testing with the test console, the console terminated the application and generated system notice n-003 (the system detected an unexpected flow indicating there was a baseline overflow). During pressure testing and inspection of the shaft segment, a shaft breach was observed at the strain relief tip. In conclusion, the reported issues (temperature and flow) were confirmed through testing but not through data analysis. The catheter failed the returned inspection due to a breached shaft at the strain relief tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure using the electrophysiology (ep) catheter, the catheter was not cooling after ablation was applied and an error message was received stating that the system detected a lower than expected flow rate during ablation indicating the treatment underflow was slow. The electrical umbilical cable, coaxial umbilical cable and auto connection box were replaced, and grounding was completed without resolution. The ep catheter was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.